Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and p-wave intrinsic amplitude was low. Boston scientific technical services (ts) discussed possible ra lead dislodgement. No atrial sensing no atrio-ventricular delay which was why biventricular pacing percentage was low. To date, the lead remains in service. No adverse patient effects were reported.